Manufacturer narrative:
(B)(4).

Event description:
A patient whose indication for use was parkinson's dual and movement disorders reported via a company representative (rep) that things were getting worse. The patient experienced following symptoms, ringing in his ears, paresthesia/numbness in right and left extremities, swelling in implantable neurostimulator (ins) pocket. Rep saw patient a week prior to this report to run impedances, check settings and everything was normal. At the time, patient mentioned that he felt like his device shut off momentarily. His parkinson symptoms were controlled. Patient stated that he saw his brother in law and they ran tests to see if there was an infection present but those tests were negative. The patient felt that something was wrong with the device. It shut off on its own. He had ins for almost 14 years and has never had issue like this. When rep interrogated it, it would not give him any daily device logs that were usually visible. The issue was not resolved at time of the report. A month later, rep further reported that patient had met with health care provider. The cause of ringing was unknown and was not affected in by adjusting the settings of either side. Numbness was responsive in both hand and foot by turning down. The patient had more of a reduction when rep turned down the ipsilateral pulse width microseconds down to 60 vs turning the contralateral setting. The swelling was evaluated by health care provider not to be device related. No evidence of inflammation or fluid build- up in the chest pocket. The patient visited his primary health care provider and it was determined that he just had a build-up of fatty tissue. The patient has yet to try turning the device completely off as he was on no medications to treat his parkinson's disease and was leery of doing so. Additional information received from rep on march 11 2016 reported that, there was not a shocked. Rep saw patient in hcp's office a couple days prior to going through a litany of tests, including turning his one side completely off, then the other and while doing so, rep adjusted power and frequencies down to see if those had any impact.